Manufacturer narrative:
Of the 29 allegations of a malfunction, 89 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to button contact contamination and moisture in the pump. During investigation for unrelated complaints, there were 2 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 29</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a keypad/tactile issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-74 years of age and between 37 and 205 pounds. Of the reported patients, 13 were male, 16 were female, and 0 were unknown.